Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed a cracked rear bottom housing and latch lock was stripped threat. The tamper seal was broken. Three accuracy tests were performed as part of the functional test and the reported issue of under infusion was not duplicated. However, the pump was found to be over delivering to the manufacturing specifications. The reported issue was likely caused by the device being out of specification. As a result, the expulsor assembly was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump was used to prime the tubing. The cassette volume was 250 ml, programmed volume at 251 ml, rate was 5.4 ml/hour, resolution pump volume was 17.9 ml, however 0.25 remained in the reservoir. No patient injury was reported.